Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned an air dermatome device for evaluation. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device was being sent in for repair/preventative maintenance and the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, o-ring, 2 inch, and 3 inch width plates were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed that the calibration and motor speed were both within specifications. It was noted that the problem could not be duplicated and that the device was in for repair in (B)(6) 2016 and (B)(6) 2016, both times the standard repair parts were replaced. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was unconfirmed since during the initial inspection it was noted that the problem could not be duplicated and that the device was in for repair in (B)(6) 2016 and (B)(6) 2016, both times the standard repair parts were replaced. During the initial inspection it was noted that the problem could not be duplicated and that the device was in for repair in (B)(6) 2016 and (B)(6) 2016, both times the standard repair parts were replaced. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The air dermatome was repaired, tested and returned to the customer.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete. Received; however, not yet evaluated.

Event description:
It was initially reported that the device was not working after multiple repairs. Additional information received february 16, 2017 confirmed that an additional graft had to be taken.